Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels for several days. After receiving an occlusion alarm on (B)(6) 2016, the customer went to the emergency room and was then admitted to the hospital for a bg level of 437 mg/dl, dehydration and diabetic ketoacidosis. The customer was treated with potassium, saline and an insulin drip. The customer's kidneys were being monitored. During troubleshooting with tandem technical support for the reported occlusion alarm, the cannula was found to be kinked. The infusion set information was not provided. The customer reported that the bg level had elevated after the basal rate setting had been adjusted. Although requested, no additional information was provided.